Event description:
The implant card was received by the manufacturer and confirmed the generator and lead replcaement on (B)(6) 2012. The reason for replacement was listed as "lead discontinuity."

Event description:
It was reported that the patient had a set of chest and neck x-rays performed because the patient and the physician thought the vns lead was either disconnected or fractured. X-rays dated (B)(6) 2011 and (B)(6) 2012, were reviewed by the manufacturer. Based on the x-ray images provided, a lead fracture was not visualized. However, the presence of a microfracture in the lead or a lead discontinuity in the portion of the lead that was behind the generator cannot be ruled out. Follow up with the physician's office revealed that the physician suspected a lead fracture or disconnection because the patient was experiencing a shocking sensation on the left lateral breast area. The patient recently fell, so the physician thought this may have contributed to the patient's symptoms and suspected lead fracture. In addition, a copy of the patient's programming/diagnostic history on (B)(6) 2012, was provided by the physician's office which revealed that both normal mode and system diagnostic tests on this date resulted in high impedance. The patient's device was disabled after the high impedance was observed. Attempts to the physician's office for additional programming and diagnostic history have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6)2012. The neurologist confirmed the surgery. He reported that when he tested the old generator and lead pre-operatively, it tested within normal limits, but when the previously residing generator was explanted, the lead connector separated from the generator connector boot. The insulation on one of the leads reportedly had a discontinuity as well, so both the leads and the generator were replaced. Per explanting facility, the hospital requires the patient to sign a release form for the explanted devices to be returned to the manufacturer attempts for product return from this facility have been unsuccessful to date.

Event description:
Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed no anomalies with the lead prior to distribution. Device failure occured, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: the initial report inadvertently did not include the programming/diagnostic history received from the physician's office.